Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated the display was not blank less than 30 seconds and did not returned. The customer removes the battery and stated the insert battery alarm did not display on the insulin pump screen. Customer stated that the battery compartment was not damaged. Customer stated that display did not returned after insulin pump restart. No harm requiring medical intervention was reported. The customer will discontinue use of the devise.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Customer returned device for an alleged blank display found on (B)(6) 2022. The device powered up properly after battery installation. The device passed the displacement test, sleep current measurement, active current measurement and self test. The device was monitored for several days and no blank display noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25 and failed batt alert/battery failed alarm recorded in the formatted history file for the event date. However, low battery alert was recorded and found in the formatted history file on: august 17, 2022 12:41:00.000 replace battery alert was recorded and found in the formatted history file on: august 17, 2022 22:12:00.000 insert battery alarm was recorded and found in the formatted history file on: august 17, 2022 22:57:04.000 august 17, 2022 23:08:00.000 replace battery now alarm was recorded and found in the formatted history file on: august 17, 2022 22:43:00.000 august 17, 2022 22:53:00.000 power loss alarm was recorded and found in the formatted history file on: august 17, 2022 22:56:40.000 august 17, 2022 23:09:20.000 august 17, 2022 23:09:32.000 and device error 23 alarm was recorded and found in the formatted history file on: august 17, 2022 23:08:03.000 upon checking on the power data/detail trace file, low battery alert and replace battery alert/replace battery now alarm were expected since the battery has low/no power. The customer may have used a low/depleted battery. Device error 23 alarm and power loss alarm were expected since the device resets after the battery was removed on august 17, 2022 22:57:04.000 and august 17, 2022 23:08:00.000. The device was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the electronic assembly, force sensor, motor and vibrator assembly noted. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer and a cracked reservoir tube lip were noted during testing. The following were also noted during visual inspection: a missing display window/cover, a overlay scratched, a cracked keypad overlay, a pillowing keypad overlay, a keypad overlay texture damage, a scratched case and a cracked case behind the device near the battery tube compartment. A cracked retainer and a cracked reservoir tube lip were confirmed. Blank display was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.